Event description:
It was reported that the device was used during a laparoscopic gastric bypass procedure. It was reported by the rep that the seals tore during the case causing the surgeon to lose co2 pressure, making the case difficult to complete. The surgeon continued the case with defective trocars. The ms512 seals also split during case causing further gas leakage. There was extended or time of 30 minutes.